Event description:
Customer medwatch reported "air in line" (during a fentanyl infusion) causing nurse to restart pump twice. Nurse took tubing out of pump then replaced tubing and the medication noted to be free dripping w/o any alarm. Nurse clamped the tubing and still no alarm. Tubing taken out of the pump and medication continued to drip. Pump and tubing were changed. No report of patient harm. Although requested, no further patient or event information provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.